Event description:
The remstar plus c-flex w/humid device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower kit and dust contamination. The blower foam was degraded. The power connector was destroyed. The device displayed error code: e063 (err_stuck_knob_key), and e066 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.